Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - do you have any photos available for visual analysis? I do not any photos - was the wound re-suturing performed during the initial procedure? If not, please explain when it was performed. - how long was the delay? Please specify in minutes. It delayed the surgery, the surgeon had to redo one of his anastomosis because of the suture breaking, but that it did not cause any adverse harm. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please specify in minutes. It delayed the surgery, the surgeon had to redo one of his anastomosis because of the suture breaking, but that it did not cause any adverse harm. I believe when this happen the vendor rep (B)(6) was in house and I handed the sutures to her a manufacturing record evaluation was performed for the finished device lot number 10b31e, 8726h-56 and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an anastomosis procedure on an unknown date and suture was used. Several 6-0 sutures kept breaking during anastomosis with no cause. Scrub nurse/surgeon suspect that sutures were faulty as it would break very easily. Sutures were not expired however noticed all the faulty sutures (3 suture packs) were from same. Removed these sutures from operating room pyxis. New packs opened and used with different lot number. No issues noted with these. No adverse patient consequences were reported. Additional information was requested.